Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in which was reported that the clave was broken during infusion. There was patient involvement but no patient harm.